Event description:
It was reported the patient continues to have syncope and rate drop response (rdr) episodes after rdr functionality has been programmed on. The device remains in use and the patient is to return to the clinic for possible adjustments regarding rdr programming. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).